Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the elevated hb1c survey sample results is unknown. The data analysis of the calibration of lot da6188 prior to running the cap survey samples reveals imprecision that prevented the calibration from being autoaccepted by the instrument. However, the calibration was manually accepted by the customer. Qc was elevated above the laboratory ranges for one level. The issue was resolved by recalibration of the method with the new lot of hb1c reagent in use at that time. Repeat survey results were within acceptable ranges after recalibration. The device is performing within specifications. No further evaluation of the device is required.

Event description:
The customer reported elevated hb1c results on three of five cap survey samples on the dimension exl instrument. Patient results were reported in the period between running the survey samples and the return of the cap survey results. After recalibration, the cap survey samples were repeated and results were obtained within the cap survey passing ranges. There is no indication of changes in patient treatment on the basis of discrepant hb1c results during the period between the survey run and recalibration. There was no report of adverse health consequences to patients due to discrepant hb1c results during the period between the survey run and recalibration.